Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse could not find anything wrong with the iabp. A preventive maintenance (pm) was then performed with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during testing which was performed by the customer, after putting the cardiosave intra-aortic balloon pump (iabp) in standby, the iabp would not restart. There was no patient involvement, and no adverse event reported.